Event description:
Caller reported a cartridge alarm on the tandem mobi device. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm and instructed the caller to remove the cartridge and deliver a bolus, which completed successfully. The caller was able to reload the cartridge and resume insulin therapy, resolving the issue.